Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted, give date: not applicable as to date the lens remains implanted. It was indicated that the lens is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, the information was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported of a zxt150 intraocular lens (iol) rotation in the left eye (os) of a male patient. The lens, implanted at 168 degrees, was observed rotated to 10 degrees. Reportedly, the patient had blurry vision and the lens was repositioned on (B)(6) 2018. There was no patient injury and no incision enlargement was required during the repositioning of the lens. The iol remains implanted, properly positioned. The patient was reported doing fine. No further information was provided.